Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p130009, and p140031. This report represents the reported one (1) myocardial infarct. Additional details of this event are not available, including the exact cause of the myocardial infarct and the time of the event. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In addition, there is insufficient information to determine the cause of the reported myocardial infarct. The cause of the myocardial infarction is unknown; however, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: elmously, a. (2018). Aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement. Cardiology, 96-102.

Event description:
A single-center study was published in the journal article ¿aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement¿. The study was from january 2016 to july 2017, and included 251 consecutive patients who underwent tavr for severe aortic stenosis at this institution and also had a contrast-enhanced mdct available for aortic-angle evaluation. From the total of 251 patients included in the study, 182 patients received a balloon expandable (be) with the edwards sapien xt/sapien 3 valve and 69 patients a self-expanding (se) [non-edwards tavr] valve. In this cohort patients undergoing be and se tavr over a wide range of aortic angles, the authors found no associations between angle and device success or any other clinical metrics. Increased aortic angulation does not adversely affect outcomes in be or se tavr. The following events occurred in the sapien group during the study period: 1 annular rupture, 1 myocardial infarction, 8 new permanent pacemaker (ppm), and 5 major bleed.

Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2018-03175, 2015691-03178 and 2015691-03186.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.